Event description:
It was reported that an alarm was heard and confirmed by telemetry. The alarm was due to an empty reservoir. Upon interrogation, it showed ¿20.3ml dispensed since last update¿. The update was on (B)(6) 2013. The patient missed her refill. The low reservoir alarm occurred on (B)(6) 2013 and the empty reservoir alarm occurred on (B)(6) 2013. There were no patient symptoms and a refill was being done on the report date. The device system was used to deliver hydromorphone and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).